Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
A report was received stating the upper display of a ventilator was blank. There was no patient involvement. There is no death or serious injury associated with this event.